Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How much surgicel was left in place? Can you please provide specific details for each patient who experienced sialocele and temporary facial nerve weakness (in which surgicel was used during the initial surgery)? Product code and lot number. Date of initial procedure. Patient initials, age, gender, & past medical history. What specific symptoms did the patient experience? Was there any medical/surgical intervention performed on the patient post-operative? If so, please list. What is the patient¿s current status?

Event description:
It was reported in a journal article that the patient underwent a partial versus complete superficial parotidectomy procedure on unknown date and the absorbable hemostat was used over the exposed branches of the facial nerve. The patient possibly developed some temporary facial nerve weakness and/or a sialocele treated with aspiration initially. If this was unsuccessful in resolving the sialocele, an 18-gauge angiocath was inserted and taped in place to allow free drainage and was removed after 2 days. The results of bivariate analysis show that the use of absorbable hemostat carried a significant 6-fold risk of sialocele formation.